Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify button keypad anomaly, low reservoir alarm anomaly due to blank display. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. Customer states she just got back from vacation and went in pool briefly with the pump, she was in there about five minutes, she got out and put it in rice and states it worked fine but now it seems like when it delivers insulin as fast into blood stream. Customer states she gets low reservoir more often. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. A correction follow up report # 1 was created to provide the correct aware date. However, the report was submitted incomplete. The additional information is provided in this report.